Manufacturer narrative:
Manufacturer's investigation conclusion: the reported backup battery fault alarms were confirmed via analysis of the submitted log files. The system controller (serial number (B)(6) log file was reviewed. The log file captured backup battery fault alarms on (B)(6) 2025 and (B)(6) 2025 due to the backup battery not passing its load test. In addition, a driveline disconnect alarm consistent with the reported controller exchange was captured on (B)(6) 2025. There were no other notable events captured, and the controller appears to have supported the system as intended. The heartmate 3 system controller was returned for analysis. The backup battery (serial number (B)(6) was also returned in an unremarkable condition. The returned system controller and 11v backup battery underwent functional testing and were found to function as intended during analysis. The reported alarms were unable to be reproduced during testing. Additional information received indicated that there was no adverse patient impact as a result of this event. The root cause of the backup battery fault alarm could not be determined during this investigation. A corrective and preventative action (CAPA) has been initiated to further address backup battery fault alarms. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system IFU, rev. D, heartmate 3 patient handbook, rev. A are currently available. The IFU section 2, entitled ¿how your heart pump works¿, also explains the system controller user interface symbols and alarms, including the pump running symbol. The IFU section 7, entitled ¿alarms and troubleshooting¿ and the patient handbook section 5, entitled ¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. The IFU section 8, entitled ¿equipment storage and care¿ and the patient handbook section 6, entitled ¿caring for the equipment¿ address how to properly care for, maintain, and store the equipment for proper use. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient presented to clinic for recurrent backup battery faults. That patient claimed that they also experienced backup battery faults the night prior, that cleared with a self-test. The patient had multiple backup battery faults the morning of their clinical visit that did not clear after performing self-test. Upon initial interrogation of the equipment, there did not appear to be any visible damage or corrosion to the ribbon cable. A self- test performed in clinic by clinician cleared the issue. Log files were submitted for further evaluation. The event log file confirmed the backup battery faults on (B)(6) 2025. The emergency backup battery (ebb) fault alarm was due to the ebb failing the load test. It was later confirmed that both the system controller and the ebb were exchanged. It was said that the patent did not experience any adverse impact due to this event.